Manufacturer narrative:
Citation: kessel et al. Total chordal sparing mitral valve replacement in rheumatic disease: a word of caution. Ann thorac surg 2017;104:e47¿8. Http://dx.doi.org/10.1016/j.athoracsur.2017.01.106. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old female patient with severe mitral regurgitation and pulmonary hypertension who underwent implant of a medtronic mosaic mitral bioprosthetic valve (serial number not provided). Five months post -implant, transesophageal echocardiography demonstrated stenosis, with a mean gradient of 13 mm hg and impaired leaflet mobility. The patient was treated with warfarin daily for give more months, when a repeated echocardiogram revealed severe mitral stenosis and moderate regurgitation. In an intervention, the valve was noted with severe fibrotic pannus and replaced by a non-medtronic mechanical valve. Approximately two month later, the patient presented with acute valve thrombosis which required stabilization with a non-medtronic left ventricular assist device (lvad) and a third valve replacement with a medtronic mosaic valve (serial numbers not provided) which included careful removal of the subvalvular apparatus where the pannus had again developed. She recovered well after this operation, with improvement of symptoms. Approximately eight months later, the patient died to an episode of cardiogenic shock resulting from to right ventricular failure. The physician/authors did not attribute the death to medtronic product. No additional adverse patient effects or product performance issues were reported.